Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer at 6s. A field service engineer replaced the latch insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer 4 failed at the 6s station and prevented the user from accessing medications for a patient. This incident resulted in a delay to patient care and there was no patient harm. However, there were no adverse events or injuries reported based on this event.